Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3548 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that guide stuck in the puncture needle, severed. A piece of the guide remained in the patient, stuck in the wall of the vein. Radio vascular intervention to remove the foreign body but failed. Patient on anticoagulant + x-ray of the arm every week for 1 month to check migration of the piece of guide wire